Event description:
The svc report shows while performing an unrelated svc for an error code the mnpb cse noted the alarm tone/volume was too low. The mallinckrodt customer support engineer (cse) verified the alarm assembly was not functioning properly. The cse inspected the device and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.